Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation on back under the lifevest equipment. Patient described area as scratched up and open with no oozing or bleeding. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. The medical outcome of the skin irritation is unknown as follow up attempts were unsuccessful.